Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and confirmed the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, osmc surmised that this phenomenon was attributed to the excessive external force applied to the insertion tube. In addition, omsc confirmed that this phenomenon was not caused by product or manufacture, there were no safety problem, and there was no frequent occurrence. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found that the covering of the insertion tube of the subject device was damaged. Olympus service operation repair center (sorc) found that the coating of the insertion tube had been partially peeled off more than 4mm during the incoming inspection of the subject device for the repair. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.